Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error message was displayed and the image had static. A root cause could not be identified. Based on the results of the investigation, the most likely cause of the b30 error message and static image was corrosion on the charged coupled device (ccd) unit circuit board and scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image on the monitor of the colonovideoscope had gray static lines all over the screen. The issue was found during a colonoscopy procedure. There were no reports of patient harm.